Event description:
It has been reported to philips that the system gave a generator starting error and x-rays were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional in formation the planned treatment was completed by restarting the system. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Review of the logfiles identified a generator point (power inverter) malfunction. A philips field service engineer (fse) evaluated the system onsite, and replaced the power inverter (point) of the generator to resolve the issue. After the replacement, the system was returned to use in good working condition and ready for clinical use. The power inverter (point) was returned for further analysis. Functional testing was performed and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If system was unable to perform x - rays issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.